Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. Components were found to be defective with this therapy board.

Event description:
It was reported to philips that the device was unable to run tests. There was no reported patient involvement/adverse patient impact.